Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic anterior resection following anastomosis, the surgeon did colonoscopy and it was found that a single malformed staple protruded from the staple line was retained in the patient cavity. The surgeon theorized that the likely cause of this was a dragged staple from the linear staple line that was made from an endo gia reload. It was noted that surgeon made several attempts to resect the stump. The surgeons decided to leave the staple in situ as they deemed the risk of leak / other was higher risk if the removed the staple. From pe-704489916 according to the reporter during laparoscopic anterior resection following anastomosis, the surgeon did colonoscopy and it was found that a single malformed staple protruded from the staple line was retained in the patient cavity.